Event description:
It was reported that the device was distributing incorrect amounts. The information on patient impact is not known.

Manufacturer narrative:
Omit: g02001 antenna. Correction: imdrf annex g: g02017.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the device was distributing incorrect amounts. The information on patient impact is not known.